Manufacturer narrative:
(B)(4). Concomitant medical products: unknown vanguard tibial tray, catalog # unknown, lot # unknown; unknown vanguard bearing, catalog # unknown, lot # unknown; unknown vanguard femoral component, catalog # unknown, lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the item and/or lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2018-04929; 0001825034-2018-04935. Remains implanted.

Event description:
It was reported that the patient had a right knee arthroplasty. Subsequently, the patient underwent an open reduction internal fixation procedure.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Operative notes for the surgery when the implants were implanted indicate no intraoperative complications and stated the patient underwent orif surgery for femoral bone fracture. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent right knee revision approximately 7 months post implantation. Subsequently, the patient underwent an open reduction internal fixation procedure approximately 4 months post revision surgery.